Event description:
Foley was inserted, patient had x-ray and at arrival to patient room, found foley catheter out of patient laying on the bed. New catheter placed and short time later, this catheter was found on the patient's bed with deflated balloon. Tested balloon and it deflated with minimal pressure - balloon fluid emptied into the catheter then bag.